Manufacturer narrative:
The returned device was evaluated and the soft cannula was in the deployed state when the device was received with the needle exposed and extending to the distal tip of the soft cannula. Investigation found the hard cannula not sitting in the slide retract which had fully retracted. No damage was found on the slide retract.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 250 mg/dl while wearing the pod between 36 and 48 hours. After realizing elevated bg levels, patient found the needle had not retracted as intended; this indicates a needle mechanism failure occurred.